Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. The patient was switched to another pump and therapy was continued. No patient injury was reported.

Manufacturer narrative:
As a precautionary measure, the power supply was replaced. The unit was tested to factory specification. The pump functioned normally and was returned to the customer.